Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "undercorrection with induced astigmatism" (blurred vision). Product problem(s): "none reported" (no information). An ophthalmic technician reports this patient is undercorrected with induced astigmatism in the left eye following refractive surgery. Bcva and ucva are both 20/20. Surgeon's target for this patient was plano.